Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell inside the patient. The customer also noted a tear on the mcs tip cover, which could lead to arcing. Although, the mcs tip cover accessory was retrieved, no arcing was seen and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, monopolar curved scissors (mcs) tip cover fell into the patient. The surgeon noticed that the tip cover was missing when mcs instrument was removed. The tip cover accessory was retrieved during the same procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon stated that the issue was identified after he finished using mcs instrument. At that point, the mcs instrument was completely removed and the surgeon was removing/looking for nodes in abdominal cavity when he found the mcs tip cover. The mcs tip cover was removed and a tear on top of the tip cover was noted. There is no additional information available.